Manufacturer narrative:
On (B)(6) 2016, immucor technical support used a remote electronic connection method to assess the instrument test well image in question. The k antigen positive test well in question, which had yielded an unexpected negative instrument outcome, appeared visually as weak positive.

Event description:
On (B)(6) 2016, a customer site reported unexpected negative antibody screen output when testing on a galileo echo.